Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused the patient¿s medication. At the end of the therapy time, the patient returned to the oncology unit for an exchange and it was discovered that the medication had not been delivered. It was further described that approximately none to very little of the medication had been administered to the patient. The folfusor was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.